Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp reports pt said the spinal cord stimulator (scs) has not been functioning for several years and pt does not think they have their programmer anymore. Hcp also noted that pt had an MRI in 2019 and the chart notes indicated pt reported "it's not working right or something" at that point. Patient reported the device would never charge correctly. It was not charging for a significant amount of time. Patient stated it was not working; issue not resolved. Patient wanted device removed.